Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that a dreamtome rx 44 device was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cut wire had broken at the proximal end while performing a sphincterotomy. The broken wire then lodged into the tissue in the distal duct. To remove the tome the physician asked the nurse to cut the tome handle off just below the wire exit port. After cutting the handle and exchanging the duodenoscope off the tome, they were able to advance the tome gently forward in the duct which dislodged the cut wire from the ampullary hood, they were then able to remove the tome from the duct. As the wire was sticking out, it was causing trauma while removing from the patient so they moved it into the stomach and then used a snare to grab the tome tip and clamp the wire down and removed relatively safely. The physician was confident there was minimal trauma. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's status following the conclusion of the procedure was reported to be stable. The device was disposed.